Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15 h1) please see the system reported regulatory report submitted for this event on 2024-12-06, regulatory report #: 1723170-2024-03823, for the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the driver computer aided design (cad) model experienced instrument tracking issues. Specifically, the device appeared as an awl sharp for a few seconds before reverting back to the driver. This issue has been noted since the installation of spine tools 41 and occurred during the navigation phase of the procedure. The driver was attached to an orange tracker, while the awl sharp was attached to a gray tracker, which was not in use and was located on the opposite side of the operating room, outside the camera's field of view. Troubleshooting steps included providing a picture from the application to technical services, who confirmed that the system was attempting to track the unused gray tracker. There was no impact on the patient outcome, and there was less than an hour surgical delay.